Event description:
Complainant alleged that the medics were monitoring a patient's (age unknown) heart rhythm, when the device shut down. The medics installed different batteries in the unit, but the device failed to power-up. The medics then obtained another device and successfully monitored the patient's heart rhythm. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.